Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose and also reported three hospitalizations. Customer's blood glucose was 200-300 mg/dl. Customer's symptom was dry mouth. Customer treated with bolus. Customer reported hospitalization last (B)(6) 2015 due to high blood glucose. Customer's blood glucose was 188 mg/dl. Customer reported another hospitalization last (B)(6) 2014 due to high blood glucose. Customer's blood glucose was 359 mg/dl. Customer also reported hospitalization last (B)(6) and the same issue as well. Customer's symptoms were nausea, throwing up and dehydrated. Customer was treated with IV fluids and anti nausea medication. Customer was wearing the insulin pump. During the troubleshooting it was found the insulin pump alarmed motor error. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.